Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that t.w. Power supply stopped working. The green light was on, but there was no cutting power provided. There was no patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4: unique identifier (UDI)# corrected from "(B)(4)" to "(B)(4)." The device was returned to the factory for evaluation on 09/09/2024. An investigation was conducted on 09/30/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Cracks were observed near the harvesting device adaptor port. No other visual defects were observed. An electrical evaluation was conducted. An electrical evaluation was conducted. A reference power cord was attached to the power supply and the device was switched on. The green light was observed to indicate that there was power to the device. A pre-cautery test was performed per the instruction for use (IFU) with the reference cable, reference adapter, and vasoview hemopro 2 device, and returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. Functional testing of the device was conducted on 10/16/2024. The functional test verifies the power supplies ¿no load voltage¿ and ¿low & high current¿ outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. The complaint vasoview hemopro power supply was tested using a keysight 34461a (bmram ID#: (B)(4)) and the complaint lab¿s hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage: 5.52 vdc; low current output: 4.05 amps dc; high current output: 6.02 amps dc. The complaint vasoview hemopro power supply passed all three output tests verifying that this power supply is operating within specification. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was not confirmed, however the analyzed failure "crack" was observed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial#: (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformance's identified for the manufacturing batch.

Event description:
The hospital reported that the t.w. Power supply stopped working. The problem was discovered during a case in prep to use the hpii device to begin sealing and cutting. The green light was on, but there was no cutting power provided. Setting was 3. There was a delay in getting a second generator from another or. There was no patient harm.